Event description:
Pt was admitted to the ICU due to an aspirin overdose. They were ordered to receive cvvhdf (continuous veno/veno hemodialysis filtration). The renal fellow placed the catheter, and the dialysis nurse primed the set with saline solution. The nurse then attempted to luer lock the arterial line of the primsa set to the catheter. The luer lock kept turning and would not lock. Three different sets of tubing were used and the catheter was changed, but the nurse continued to experience the problem of the luer lock not securing. Finally, the tubing was secured with tape and the nurse remained at the pt's bedside to ensure the integrity of the line. There was no sequelae to the pt.